Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the customer specified fault was confirmed. It was presumed that fragments of watertight packing, silicone base glue, silicone parts or other material from peripheral equipment got into channel of the air/water nozzle. A blockage is present in the air / water nozzle from previous event indicates this fault is typically a result of user handling. The following events were also identified: water/air volume was out of standard; water removal is out of standard; lifting distal end adhesive; u/d angulation has play. The instruction manual identifies the following related verbiage: ¿operation manual_ inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Inspection of the endoscopic system, inspection of the air-feeding function. And inspection of the objective lens cleaning function.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. The provided investigation images showed a blockage protruding from the outlet pipe. The reported contaminate appeared to be a black rubber type material. In addition, delamination was observed on the insertion tube. The investigation concluded that the contaminate did not originate from the olympus endoscope. In addition, the investigator reported that previous investigations indicated that this fault was typically a result of user handling. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during maintenance an issue the with scope¿s aspiration system was found. There was no patient involvement. The device was returned to regional repair center (rrc) for evaluation where foreign material was found protruding from the scope¿s air/water nozzle. This reported is being submitted to address the foreign material observed in the air/water nozzle during evaluation.